Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing elevated blood glucose levels after the meal for 14 days; changed the basal rate with no success. Patient stated she switched to another pump and her blood glucose level is now okay; alleges the first pump delivers too low insulin. No adverse event reported. Requested return of the alleged pump for evaluation.